Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide devices prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, with one device, the blue limb suture broke upon applying tension. The suture of a proglide device was ultimately successfully pre-placed on each side. The sheath was upsized to a large bore sheath, and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture on each side. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis were performed on the returned device. The reported suture separation was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.